Event description:
No harm to patient. Baxter one-link non-dehp microbore catheter extension set found to be stripped/broken and unable to be screwed onto IV catheter during IV placement. Unable to use product.